Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 138 mg/dl, 500mg/dl and 586mg/dl. The customer did not provide details on symptoms related to the high blood glucose levels and how they treated their high blood glucose. Customer mentioned crack on the reservoir compartment, however the reservoir was able to lock in place. The customer also stated that the insulin pump shuts down. The customer was assisted with troubleshooting but issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with broken reservoir tube lip.